Event description:
It was reported that the patient was presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. When the patient was brought into the clinic and further interrogated, the rv lead also exhibited high capture threshold and high pacing impedance. The lead was reprogrammed. The patient was in stable condition.